Event description:
It was reported that during a mid left anterior descending coronary artery stenting procedure, during post dilatation of the 4.0 x 23 mm xience pro stent, a proximal strut was noted to be fractured. A second stent was implanted to cover the fracture. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for fractured stents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; the xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.